Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The 3rd party field service technician was able to verify the flow valve was broken. Field service then replaced flow valve.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator flow valve was broken. This was found during service and there is no patient involvement.